Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage from the tubing on the cannula. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation, and tubing leakage was observed in these images. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage from the tubing on the cannula. There was no health impact or consequence reported.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set with pah, one (1) unit displayed blood leakage from the tubing on the cannula. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and tubing damage was observed at the female luer end of the device resulting in leakage. Samples were not received by quality for investigation despite a tracking number being provided, and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be re-opened. Therefore 30 retention samples from bd inventory were subjected to functional testing to assess holes in the tubing and leakage. All samples passed testing exhibiting no evidence of damage to the device or points of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for damage(cracked luer). Bd has initiated further root cause investigation relating to the issue of leakage due to cracked female luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.